Manufacturer narrative:
During a preventative maintenance (pm) service, the getinge field service engineer (fse), the unit would not display properly, and had a distorted image. The fse plugged in a different known working display and the unit functioned properly. To fix the issue, the fse replaced the video generator board in the malfunctioning display, and functional testing and safety check to factory specifications. Unit passed all functional and safety tests per factory specifications. Returned to customer and cleared for clinical use. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), it was observed that the cardiosave intra-aortic balloon pump (iabp) would not boot up to service mode properly. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: (return to manufacture date), e1(site country), (type of investigation, investigation findings and investigation conclusions). Additional contact information: (name - (B)(6), occupation - biomed). During a preventative maintenance (pm) service, the getinge field service engineer (fse) confirmed the unit would not display properly. Had distorted image. Plugged in different know working display. Unit functions properly. Replaced video generator board in malfunctioning display. Functional testing and safety check to factory specifications. Unit passed all functional and safety tests per factory specifications. Returned to customer and cleared for clinical use. The defective components were received for further investigation. The national repair center installed the video generator board along with upper display monitor board into the cardiosave test fixture and tested the boards to factory specifications per procedure and the cardiosave service manual. The nrc could not verify the failure of display distorted. The video generator board and upper display monitor board passed testing. Sending the video generator board and upper display monitor board to the supplier per procedure. The new supplier escatec, will no longer accept swemco boards back for failure analysis. Further failure analysis is not possible. The board will be scrapped per procedure number. Part no longer able to be tested by the supplier. Investigation is complete. Retaining the part in the failure analysis and testing department per procedure. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
N/a.